Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No battery alarm, blank or frozen display, or damage to the liquid crystal display isolation tape was noted. All operating currents were within specification and the insulin pump passed the self test. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the customer's insulin pump had a blank display. Customer's blood glucose level at the time 251 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No further information was provided.